Manufacturer narrative:
No button response due to flattened button dome switch on act button. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the buttons were not working. Device alarmed multiple button error alarms. Customer was able to clear the sometimes. Customer's blood glucose was 535 mg/dl. Customer's blood glucose at time of call was 363 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.